Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implantable neurostimulator (ins) battery had turned off by itself 4-5 times since (B)(6) 2016. It was noted that there is no known cause, the battery charges ok after this happens and the patient confirmed with the patient programmer (pp) that the battery was off. It was also noted that the mystim programmer was not in the area when this issue occurred and the ins would turn off mostly during the night and at work. The patient also reported that when she goes through a metal detector, she would turn the ins off before going through. She once had difficulty turning the ins back on but it appeared that the patient pressed the increase (+) first and was promoted to turn battery on because she was able to pair with the pp. Impedances were checked as troubleshooting to resolve the issue, but no issue was found. It is unknown if the issue was resolved at the time of the report. There were no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.